Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high and low blood glucose. Customer¿s high blood glucose level was 447 mg/dl and 475 mg/dl. Customer¿s current blood glucose level was 241 mg/dl and 271 mg/dl. Customer was hospitalized few months ago due to diabetes and the blood glucose value was 18 mg/dl. The customer declined troubleshooting for high blood glucose. The product will not return for analysis.